Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned driveline confirmed wire damage that could have contributed to the reported pump-stop and low speed events captured in the submitted images of the history screen regarding the patient¿s parameters. Additionally, the evaluation of heartmate ii lvas, serial number (B)(6), confirmed an ingested deposition in the proximal side of the outlet stator and superficial damage on the silicone jacket of the driveline. The pump was returned assembled. The sealed inflow conduit (inlet tube, flex section, and inflow elbow, apical sewing ring) was returned attached to the pump inlet port. The sealed outflow graft (bend relief and bend relief collar) was returned attached to the outlet elbow, which was attached to the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The loose nature of the deposition and the lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator for an extended period of time while in operation. The driveline, serial number (B)(6), was severed approximately 1.0¿ from the pump housing and the distal end was returned. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. Inspection of the silicone jacket revealed 4 small tears underneath the rescue tape. No damage was observed on the bionate layer; however, it was discolored. Upon removal of the bionate, areas of minor and major shield breakdown were noted. Upon removal of the braided shield, microscopic inspection of the wires revealed a breach in the orange wire 36.5" from the metal connector and a breach in the black wire 36" from the metal connector. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any additional current leakages or wire breaches within the driveline. The insulation breaches of the orange and black wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that technical services received pictures of the history screens of the patient's parameters. Technical services stated that looking at the history it looks to be a driveline short to shield issue. This patient had symptoms when the red heart alarm occurred. As such, the facility is reluctant to submit a logfile for this patient. The patient is also likely to have a heart transplant in a few months. The doctor of the facility has decided not to exchange the pump. It was reported that the patient had a routine transplantation on (B)(6) 2020. Red heart alarm occurred after 15min from changing batteries to pm, asymptomatic. Then about 5min later, red heart alarm occurred again, and temporal symptomatic. The patient was told to change power to batteries. Log file was reviewed, and dl issue was suspected. Pump exchange was considered but luckily the patient got a new heart as the routine transplant on (B)(6), 2020. The patient had a routine transplantation at (B)(6). This patient was considered for the pump exchange from the possible dl issue prior to the transplantation. The vad team would like abbott to check the driveline throughly once it arrives to (B)(4).